Event description:
It was reported to philips that the flexvision computer was unable to boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time, and no patients were involved. The philips field service engineer (fse) inspected the system onsite and found that the flexvision computer failed to boot during setup. Upon troubleshooting, the fse replaced the flexvision pc and reloaded the necessary software to resolve the issue. The defective flexvision pc was returned to philips for failure analysis and was found to have a failed cmos battery. After the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.